Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The material separation was confirmed. Malposition of the device is related to the circumstances of the procedure and cannot be replicated in a lab environment, additionally the complete device was not returned to confirm a formed knot. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. It appears the device was likely sub optimal in the subcutaneous tissue or partially in the access site. In this case the foot could break if forced close against tissue or the vessel wall or if the posterior needle stuck the foot due to a deflection of the needle from interaction with the tissue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of a left common femoral artery using a prostyle device after an ECMO decannulation procedure with a 6f sheath. Reportedly, after performing all steps, the suture came out as it did not capture the vessel wall. Upon removal of the device, it was noted the posterior foot was missing. It was confirmed that the foot did not remain in the anatomy. However, the location of the posterior foot was unknown. A new prostyle device was used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.